Event description:
Pt had a freestyle meter. She was having unexplained hyperglycemia. She was getting off the scale blood sugar readings. When she brought meter in, it had gotten bumped to mmol/liter. She thought her bs was 189 mg/dl when it was actually 18.9 mmol/liter. This is an adult pt and she did not change this on purpose. Rptr thinks dual unit meters should not be allowed. She could have died.